Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The hcp reported that there was an issue/not working. The hcp reported that the patient was seen (B)(6) 2017 by managing hcp who had patient increase setting, at that the patient noted uncomfortable stimulation. The hcp reported that they would interrogate to see if there was more or less than 50% of battery remaining.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.